Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth implants due to the patients concerns with the product. He also noticed a rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed. Orange particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth implants due to the patients concerns with the product. He also noticed a rupture. Device has been explanted.